Event description:
It was reported that implant conection fractured during placement at 50 nw. Procedure was completed placng other implant with same diameter.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified the implant internal drive feature was damaged. No fracture was identified. Internal implant threads were not damaged. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (2022040769). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2022040769) for similar events and no other complaint was identified. Review completed utilizing keywords: 'damaged drive feature.' Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature) or product (int411). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.